Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she experienced swelling, redness and tenderness on her nipples, which were cracked and infected. She consulted a physician and was prescribed an ointment. In additional follow up with a complaint handler on 08/07/2018, the customer stated that the replacement pump was working without issue. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018 the customer alleged to medela llc that her freestyle breast pump was "revving up" while pumping -- giving a "quick burst of extreme suction" and then returning to normal suction. She further alleged that this was causing her pain.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 08/15/2018 and it passed suction and cycle specifications. The customer's report of high suction could not be confirmed. [(B)(4)].

Manufacturer narrative:
Filing correction due to incorrect date input (date received by manufacturer) of follow up #1 medwatch filing.